Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd) and was explanted, as the patient has a history of cardiomyopathy with severe left ventricle systolic dysfunction and a left ventricle ejection fraction of 43%. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: this report is a duplicate of report number 2124215-2021-37156.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd) and was explanted, as the patient has a history of cardiomyopathy with severe left ventricle systolic dysfunction and a left ventricle ejection fraction of 43%. No additional adverse patient effects were reported.